Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found that the distal end of the stent was partially deployed by 7mm. No issues noted with crochet suture from point of release from stent. The shaft was kinked proximal to the stent. During analysis, it was possible to retract the deployment thread and fully deploy the stent without issue. The stent did not fully expand after deployment, resulting in the stent being unable to be moved of the shaft. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used during a stent placement procedure performed in the bronchus on (B)(6) 2014. According to the complainant, the stent was being placed to treat a stricture. During the procedure, the physician advanced the stent into the desired location and attempted to deploy the stent. The physician started releasing the stent but only a few millimeters of the stent was deployed. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used during a stent placement procedure performed in the bronchus on (B)(6) 2014. According to the complainant, the stent was being placed to treat a stricture. During the procedure, the physician advanced the stent into the desired location and attempted to deploy the stent. The physician started releasing the stent but only a few millimeters of the stent was deployed. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.